Manufacturer narrative:
Based on information provided, the foreign material was not returned to kci for identification; therefore, kci is unable to confirm its identity. This report is being filed due to possible user error. Device labeling, available in print and online, states: v.a.c.® foam dressings are not bioabsorbable. Always count the total number of pieces of foam removed from the wound and ensure the same number of pieces of foam was removed as placed. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Dressing changes: wounds being treated with the v.a.c.® therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c.® dressings should be changed every 48-72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate. Infected wounds must be monitored often and very closely. For these wounds, dressings may need to be changed more often than 48-72 hours; the dressing changing intervals should be based on a continuing evaluation of the wound condition and the patient's clinical presentation, rather than a fixed schedule. Dressing not returned.

Event description:
On (B)(6) 2015, the following information was reported to kci by the physician's nurse: there is a foreign material alleged to be v.a.c. Granufoam dressing adhered to the patient's abdominal wound. On (B)(6) 2015, a kci representative spoke to the nurse who subsequently reported the following: the patient went to the emergency room and they did not remove the existing foam but applied more v.a.c. Dressing, and now the foreign material alleged to be v.a.c. Granufoam dressing is adhered to the patient's wound. On (B)(6) 2015, the following information was reported to kci by the nurse: v.a.c. Therapy was initially placed on the patient on (B)(6) 2015. The same day the patient experienced a technical issue and was instructed to go to the emergency room for a dressing change since the patient did not have a home health agency. The emergency room nurse fixed the issue by changing the drape and left the original dressing in the wound. On (B)(6) 2015, the nurse experienced difficulty removing the dressing and sent the patient to the emergency room where sharp debridement was performed in order to remove the dressing. On (B)(6) 2015, the physician re-applied v.a.c. Therapy with no subsequent issues. The v.a.c. Granufoam dressing lot number is not available, therefore a device history review could not be performed.